Manufacturer narrative:
This device was used for treatment, not diagnosis. The hardware was discarded. This report is for eleven (11) unknown locking screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an original surgery performed to repair a distal tibia fracture on an unknown date. On (B)(6) 2016, a hardware removal procedure was scheduled due to an infection in two (2) 3.5mm variable angle anterior lateral plates. During the hardware removal procedure, x-rays were taken which revealed two (2) 3.5mm cortical screws heads were broken off. All of the devices two (2) 3.5mm variable angle anterior lateral plates, two (2) 3.5mm cortical screws, eleven (11) locking screws and six (6) cortex screws were removed without any additional intervention and no fragments remained in the patient. The procedure was successfully completed without any delay and the patient is stable. This report is for eleven (11) unknown locking screws. This report is 2 of 4 for (B)(4).